Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient in a clinical study (sdy) who was implanted with an implantable neurostimulator (ins). It was reported that the patient was having pain at pocket site. Patient reported stimulator was not providing adequate pain relief. Wants to discuss stimulator removal. Clinic advised patient set up appointment with provider and medtronic rep. Additional information was received from healthcare provider (hcp) who reported that patient had entire system explanted. They reported that patient cannot remember when or where. The relationship of the event to the device or therapy was possible and the relationship to the implant procedure was not related.